Manufacturer narrative:
Evaluation summary: the analysis results showed that the device was received in good visual condition and a cartridge loaded. The cartridge was received with the washer uncut, fully loaded and with all the staples protruding. In addition, the cartridge was noted to be damaged as the anvil, the washer and the knife guide were detached from the cartridge. The reload was manually reassembled and placed on the device and tested for functionality, the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached as to how the cartridge was damaged. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, after firing, the knife did not come out. Another device was used to complete the procedure. There were no adverse consequences for the patient.